Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported on (B)(6) 2025 the patient was sleeping when their omnipod personal diabetes manager (pdm) overheated while charging, resulting in the pdm lcd screen cracking. The parent confirmed the charging cable that was provided with the device was being used, and that for the last 2 years, he had used the same charging cord, adapter and power outlet. The patient's blood glucose level rose to >250 mg/dl while wearing the pod. The patient did not experience any physical harm or require medical treatment. The device is expected to be returned for investigation.